Manufacturer narrative:
Corrections: patient code 3165 should also have been added in initial report. Device code 1261 should have been added in initial report instead of 2017.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during system explant reported under (related manufacturer reference numbers 3006705815-2020-31452, 1627487-2020-31500, 1627487-2020-31501) the physician noticed that the tunneling tool sheath was left behind causing the discomfort. The physician attempted to remove it but was not able to remove all of it. As a result, surgical intervention may take place to address the issue.